Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 15nov2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. As of (B)(6) 2021 the patient underwent spaceoar injection about a month prior. The patient suddenly moved as injection was started, due to an odd sensation and this resulted in needle displacement. A week later the patient presented with rectal bleeding and underwent colonoscopy. The patient condition was reported to be doing well. Additional information was received on december 14, 2021, stating that the procedure was done under local anesthesia and the patient was recovering well. Please note the complainant provided an image that showed an ulcer.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. As of (B)(6) 2021 the patient underwent spaceoar injection about a month prior. The patient suddenly moved as injection was started, due to an odd sensation and this resulted in needle displacement. A week later the patient presented with rectal bleeding and underwent colonoscopy. The patient condition was reported to be doing well. Boston scientific corporation has been unable to obtain additional information despite good faith efforts. Should additional information be received, a supplementary medwatch will be filed.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 15nov2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.